Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient doesn't have a follow-up healthcare provider (hcp) as their device has not worked in three years. No further complications were reported or anticipated. No symptoms were reported.